Manufacturer narrative:
Concomitant medical product: 9529 implantable cardiac monitor; implanted on 30-march-2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold increased recently. The rv lead remains in use. No patient complications have been reported as a result of this event.